Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the knob used to tighten the prophecy foot holder on the sliding rails was stripped and the physician was unable to loosen it, which added 30 minutes to the procedure.

Manufacturer narrative:
Visual inspection of the returned parts found that the turning knob is stuck (not turning) in c-bracket moving arm. Other than that there was no other unusual damage observed. Analysis of the returned devices indicates that the device was a contributor to the reported event. Based on analysis, a definitive root cause could not be determined; however the most likely root cause was due to cross threading in the aluminum c-bracket moving arm caused by external stresses applied to the screw. The part was in use almost 4 years and the age is the contributor to the issue.